Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, system log files and affected part(s). The investigation shows that x-ray functionality via footswitch was no longer available. According to the log file analysis there was a short circuit in the cable of the footswitch which caused the issue. An investigation of the affected part was also conducted and confirmed the result of the log file analysis. Normally, it is also possible to trigger x-ray release via the handswitch. In this case, due to the above-mentioned short circuit inside the foot switch, there is a constant signal on the line for the radiation triggering. This signal subsequently also prevents the triggering of x-ray via the handswitch. It is to be noted that c-arm and table movement were still available. After hardware replacement there were no further issues reported and the system works as intended. In addition, the spare parts consumption was checked and a possible general fault that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that a blank image was showing during x-ray. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.